Event description:
It was reported that a patient underwent a procedure on (B)(6) 2022 and suture was used. During the procedure, while suturing the galea, the suture broke into two pieced. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what tissue was being approximated when it broke?-galea was being approximated. Device return status/follow up? Device not available, discarded after use. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 05/10/2022. H6 component code: g07002 - device not returned. Additional information: h6. Investigation summary: retained sample: five retained samples of incident code vp2404 lot t9016 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.741 kgf and value at the time of finished good release was found to be 3.706 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2404 lot t9016. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed.